Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 7/7/2021. H.6. Investigation: three photos and two 10ml syringes sealed in their blisterpaks (p/n 302995) from batch #0174784 were received. The samples were visually evaluated. The samples were still partially connected by the bottom web where perforations are normally present. The packages had been separated halfway up the perforations where they were still connected. It was observed that there were no perforations present starting at the connection point. The observed condition was non-conforming per product specification. Potential root cause for the uncut packages defect is associated with the packaging process. It is likely that the slitter had become dull or not enough force was applied to the slitter to fully cut the packages. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10ml ll s/c 200 packaging was difficult to separate. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported that it is difficult to separate packages, due to the package perforation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll s/c 200 packaging was difficult to separate. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported that it is difficult to separate packages, due to the package perforation.